Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced a popping sensation during device use, followed by recurrent urinary incontinence. The device subsequently ceased functioning. Upon inspection, fluid loss was identified. As a result, the aus was explanted and replaced. No patient complications were reported.